Event description:
It was reported that during a lysis of adhesions procedure, the device did not pass the pre-run test and ¿replace instrument¿ was displayed. A second same like device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was assembled to a hand piece and was functionally tested on the gen11 generator. During functional testing no alert screens were displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. The ¿replace instrument¿ alert screen displayed after receiving two consecutive alert screens is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. No conclusions could be reached on how the sheath of the blade was missing.